Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in login at all times when using the machine. A technical support specialist (tss) reviewed the station logs and identified an error indicating that the biometric identifier scanner was not functional during fingerprint validation. The tss contacted the hospital and spoke with the customer, who confirmed that the customer was experiencing the same login issue. After receiving permission, the tss rebooted the machine, which resolved the problem. Permission to close the case was requested, and the customer acknowledged and approved the ticket closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was having issue, it was asking for witness for login every time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.